Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shock due to t wave oversensing. The patient has had a history of noise in all sensing vectors. No further programming recommendations were made. An x-ray showed ideal system placement. No adverse patient effects were reported. The device remains implanted.